Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in the device, the material adhered to the air/water-channel could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage at scope cover and bending section cover. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-190 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, white foreign material was found inside the gastrointestinal videoscope's air water tube. The device was reprocessed before being returned to olympus. There were no reports of patient harm.